Event description:
It was reported the patient received inappropriate therapy. It was also reported the lead was possibly fractured. The lead was capped, replaced, and no further patient complications have been reported as a result of this event.